Event description:
It was reported the pt was experiencing unintended stimulation in her stomach. Her lamitrode tripole 16 lead was explanted and replaced with a penta lead at a lower level. Her lamitrode tripole lead was positioned too high and did not provide stimulation to the pt's painful areas (legs).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.